Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) can't be interrogated with a programmer. The health care professional (hcp) tried a new wand but was unsuccessful. The device was last checked five years ago. Beeping tones were reported by the patient. Additional information could not be obtained from the field representative. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A request for the return of the device has been made. Should additional information become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device depleted normally and eventually went to the no telemetry condition due to low battery voltage.

Event description:
Additional information received indicating that this device was explanted and successfully replaced. No additional adverse patient effects were reported.